Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that the customer was hospitalized due to high blood glucose with blood glucose of 600 mg/dl. Patient's current blood glucose was 297 mg/dl. The customer diabetic ketoacidosis was caused by a site issue or the pump. The customer experienced symptoms such as vomiting for 4 hours. Currently at hospital, gave customer 2 juice boxes which may have caused slight spike. Troubleshoot was not completed. Mother gave him zofram. The customer was treated with manual injection. Mother states that it feels rough/sandy close to the cannula. The insulin pump will not be returned for analysis.